Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left-side rupture verified through imaging. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, wear abrasion and opening . A microscopic analysis was performed which striated opening in the anterior. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage.

Event description:
The device has been explanted and replaced.